Event description:
It was reported to covidien on 06/29/2009, that a customer had an issue with a urinary catheter. The customer reported that the balloon broke off inside of the patient and was retrieved. Three attempts have been made to obtain additional information regarding the medical interventions and patient status, but they have gone unanswered.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion of the results will be forwarded.